Event description:
It was reported that during an unknown procedure, the device didn't deliver any staples. No patient consequences were reported. Device was discarded. Additional information was requested, but to date, no more information has been received. Should additional information be obtained, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. A review of the manufacturing records was performed and no non conformance reports were found with the lot and batch numbers identified within this complaint file.